Event description:
It was reported that the hospital's engineer tested the external pulse generator (epg) and found it did not have any output. The epg was sent for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.